Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of ref(B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "we were placing a PICC line dl today and when the wire was taking out it was curled. No injury to the patient." No harm reported

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the stylet curled upon removal from the catheter was confirmed. The product returned for evaluation was a 3cg stylet. The stylet was returned with the t-lock assembly and solo funnel connector attached around the stylet. The distal 38cm of the core wire contained helical curls. The damage occurred only in the core wire and was not seen in the magnetic region of the wire. Microscopic examination of the 3cg wire revealed that the outer plastic tubing was intact, not breaks or splits were noted in the tubing. When an attempt was made to advance and retract the wire through the yellow septum on the t-lock assembly, the wire could be advanced and retracted per design. However, when the wire was retracted at an angle against resistance, the wire would curl in a pattern similar to what was seen on the distal end of the wire. The wire reportedly curled upon removal from the catheter. The damage is consistent with increased drag due to not hydrating the stylet, the catheter being placed in a tortuous path, or removal of the wire through the yellow septum of the t-lock assembly. The IFU states, ¿slowly remove the t-lock, stylet funnel, and stylet, as a unit. Do not remove stylet through t-lock. Caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Event description:
It was reported by healthcare professional "we were placing a PICC line dl today and when the wire was taking out it was curled. No injury to the patient." No harm reported.